Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that during the rewind step of the pump's ez-prime sequence, the pump display would revert back to the home screen. Th patient was unable to load the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the pump, and a delay or cessation of insulin delivery.